Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the foot pedal was not responding. The foot pedal was exchanged with no resolution to the problem. There was no harm to the patient. Additional information has been requested but none has been received to date.